Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported link break was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using the preclose technique via a 6f sheath, prior to an interventional abdominal aortic aneurysm procedure. Reportedly, a link break occurred with the first proglide and a suture break with the second proglide. Two other proglide sutures were preplaced used successfully, after the interventional procedure, to achieve hemostasis. No additional information was provided.